Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system's power had been turned off. The technical support specialist guided the customer in activating the cabinet by utilizing the power switch to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank, message appeared on the screen indicating that all the drawers are offline. The customer reported that they are unable to process the issuance of sucralfate tab 1gm medicine. There were no adverse events or injuries reported based on this incident.